Event description:
Additional information indicated that patient had suture and tissue adhesive for the corneal burn.

Manufacturer narrative:
Corrected data: additional information indicated patient had suture and tissue adhesive for the corneal burn. Serial number is not applicable. The product is lot number identified. Lot number: unknown. Device available for evaluation: yes. Additional concomitant medical products: fx handpiece, serial (B)(4), infusion sleeve and test chamber, lot unknown. (B)(6). Device evaluated by manufacturer: yes. Reason for non evaluation: device was evaluated. Device manufacture date: unknown. Usage of device: reuse. Placeholder.

Manufacturer narrative:
The manufacturer report number should have been (B)(4). Placeholder.

Event description:
Surgeon reported that a patient experienced corneal burn in the left eye at incision wound. Patient required sutures.

Manufacturer narrative:
Field service specialist visited the site after the reported event to check the phaco system. There was no any abnormal situation to cause or contribute to the corneal burn. The system met amo specifications. Two ellips fx handpieces were also checked, revealed no problem. The doctor was advised to use 2.8mm incision knives instead of the 2.65mm incision knives that were used, as too narrow incision might cause corneal burn at incision, due to inadequate irrigation flow and thermal increasing. All pertinent information available to abbott medical optics has been submitted. Placeholder.